Manufacturer narrative:
(B)(4). The investigation was completed on 02/05/2018. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a female patient with drop in blood pressure and diaphoresis. The patient was admitted and discharged on (B)(6) 2017. There was no additional patient information available at the time of this report. The customer states that return product is not available for investigation. (B)(6). Samples were collected and tested on (B)(6) 2017. There are no injuries associated with this event. The investigation is underway.